Event description:
The facility reported a pump with failure alarm and will not turn on causing an unintended shutdown of the pump. Per the risk manager of the facility, the unintended shutdown occurred on all three channels during a patient infusion, the three times being infused were lactated ringers, ppn periferal nutrition, and lipids. The tubing had to be manually removed from this pump and moved to a second pump to complete infusions. There was no patient injury or medical intervention necessary according to the hospital representative. Per the rick manager or facility, there was no incident report done on this service event because there was no injury to a patient. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure alarm and will not turn on was confirmed. Failure code 570:320:844:0000 was manifested from event history. Inspection of the pump revealed failure 570:320:844:0000 was caused by depleted main batteries. The main batteries and battery harness were replaced in the pump to correct this condition.